Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient experienced electromagnetic interference exposure. The patient reported that they used an electronic chair that assists them in getting up out of the chair. The patient stated that the chair had a control and noted they had a different feeling when using that control with the program that they were using. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they met with their physician on (B)(6) 2016 and (B)(6) and there were no problems- the chair did not cause any action. Consumer reported there was no different feeling, but that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient went to the hcp office for assistance with the settings on their device. They were very anxious and unsure of themselves. The settings were changed to another program with good response. The cause for the different feeling when using the electric assist chair was undetermined but had resolved.